Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147810 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147810 and test base part number 195-430h/ lot 141795a. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The consumer's daughter tested negative on self test and then 2-4 hours later she tested positive on the hospital. The consumer reported they have taken several tests. The consumer reported that they took the first test (B)(6) 2021 and all of them were positive result and 4 days later they are all were getting sick. The consumer reported that the second test on (B)(6) 2021, the user and her grandson are still positive, while her daughter is negative. The consumer reported it is unknown if her daughter took a pcr test at the hospital just that she tested negative. The consumer and her daughter were quarantined 10 days at the time of the call. No additional patient information, including treatment and outcome, was provided.